Event description:
It was reported that the atrial tachycardia/atrial fibrillation episodes may be due to noise. No patient complications were reported as a result of this event. It was also reported that the device was explanted and replaced.

Event description:
It was reported that the atrial tachycardia/atrial fibrillation episodes may be due to noise. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.